Event description:
During a ptca/stenting treatment procedure, removal difficulties were encountered. The physician had successfully double wired the lad/1st diagonal coronary artery vessels using pt2 moderate support guidewires. He subsequently stented a bifurcating lesion at the origin of the lad and 1st diagonal coronary arteries without incident using 2 stents and the crush technique. He then rewired through the previously placed stents to do a kissing balloon intervention in the 1st diagonal coronary artery. He inflated the balloons and removed them without incident. As the physician attempted to remove the pt2 moderate support guidewire, 2-3 mm of the distal coating sheared off. He tried to remove the coating with a 6 fr snare, but was unsuccessful. He believed that the coating was lodged in the stent struts, so he successfully delivered and deployed another stent to crush the wire coating between the two stents. There were no other pt complications. The pt returned urgently 15 days later with thrombus in the previously treated area and was sent to surgery for intervention. The physician was unable to determine if this event was due to the foreign body or whether it was related to no plavix therapy for two weeks post procedure due to the pt's need for dialysis. Additional info has been requested regarding this event.